Manufacturer narrative:
(B)(4). Implant date: unknown date in 1993. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01133, 0001822565 - 2022 - 01134, 0001822565 - 2022 - 01135.

Event description:
It was reported that patient underwent a right hip procedure approximately 29 years ago. Subsequently, the patient is experiencing pain and is being instructed to have a hip revision. No surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 reported event was unable to be confirmed due to limited information provided by the customer. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.